Manufacturer narrative:
(B)(4). Batch # p59030. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: the sales rep noted that the patient has had a hysterectomy in the past. One day post-op the patient was in stable condition. What healthcare professional fired the device and what is his/her experience? The assisting physician fires the device. Was the hole noted within the anastomotic staple line or away from the staple line? ¿below¿. Were the donuts complete? Yes. What is the current patient status? The patient was ok as of the next morning. Per the surgeon: I performed a laparoscopic sigmoid colectomy for diverticulitis last week. Surgery was going well. I used an echelon stapler to transect the distal bowel with no complication and prepared the proximal stump with a 29 mm eea anvil. When the proximal and distal stumps were brought together and the stapler fired, there was a large opening noted. The stapler was easily visualized through the anastomosis. The laparoscopic case had to become open and the anastomosis was redone with a different stapler. There were no staples noted at the prior anastomosis site on visual inspection and pathology confirmation. My conclusion was that the original stapler malfunctioned since there were no staples in the machine.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the surgeon found a 1 cm hole below the anastamosis after completing the firing. The customer was not sure if the device stapled, but the customer did confirm that there were no staples left in the device and that it had cut properly as there were two properly sized and shaped tissue donuts in the device. It was noted that the patient has extensive adhesions and that the sigmoid was adhered to the side wall, so to correct the hole and continue the procedure the customer converted to an open procedure. Procedure was then completed with another device of the same product code.

Manufacturer narrative:
(B)(4).